Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified external iliac artery. A 4.0-40, 135 wanda balloon catheter was advanced for dilatation. However, during the third inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.